Event description:
It was reported that the patient presented to the emergency department due to an alert triggered by high superior vena cava (svc) impedance on the right ventricular lead. The lead was also oversensing t waves and there was a high number of non-sustained ventricular tachycardia episodes noted. The medical equipment company representative and physician were planning to work together to clear the alert and reprogram the lead. Follow-up was attempted to determine if the reprogramming was done and if the issues were resolved, but no further information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4574-53 lead, implanted (B)(6) 2006. (B)(4).